Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2015 which performed as expected.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using panoscreen I, ii and iii - 3 vial set, by tube method, using immucor immuadd enhancement medium.